Manufacturer narrative:
Heartsine's investigation of the device observed the apex and sternum electrode cable insulation to be damaged, exposing the conductor below and confirming the reported fault. Root cause inconclusive.

Event description:
Electrode wire cut. Complaint alleges that device is damaged and will be unable to provide shock therapy. Delay or prevention of defibrillation may cause adverse consequences. No patient involvement.